Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft4 iii results for 2 patients on a cobas e 801 analytical unit, serial number (B)(4). Patient 1: the initial result was 2.26 ng/dl (primary tube). The repeated result was 1.51 ng/dl (from the same primary tube). Patient 2: the initial result was 2.09 ng/dl (primary tube). The repeated result was 1.40 ng/dl (from the same primary tube). The repeated results were performed on another e801 module. The results were reported outside of the laboratory. The repeated results were believed to be correct.

Manufacturer narrative:
The customer's calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Additional results were provided for patient 1: on (B)(6) 2022 the falcal result was 121. On (B)(6) 2022 the bili result was 0.32. On (B)(6) 2022 the colest result was 134. On (B)(6) 2022 the trig result was 92. On (B)(6) 2022 the hdlcol result was 62. On (B)(6) 2022 the t4lte result was 1.5. Additional results were provided for patient 2: on (B)(6) 2022 the progest result was 38. On (B)(6) 2022 the t4lte result was 1.4. On (B)(6) 2022 the t3te result was 156. On (B)(6) 2022 the aatpote result was 83. On (B)(6) 2022 the aatir result was 13. On (B)(6) 2022 the ohvitadte result was 41. The units of measure for the additional results were not provided. The daily alarm trace contained 3 sample clot alarms. The customer performed a liquid flow clean maintenance before ((B)(6) 2022) and after ((B)(6) 2022) the event.